Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the air/water nozzle could not be identified and the root cause of the issue could not be determined, however, it is possible that due to device deformation, the material could not be removed during reprocessing. The event can be detected/prevented by following the instructions for use sections below: ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿. ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that unidentified material was clogging the air and water channel. Due to this clog, the water removability and air supply volume did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that there was a crack in the plastic distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope air/water channel was clogged. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.